Event description:
At approximately 19:41 hours the patient monitoring for a single patient was lost due to a suspected signal loss.system logs were ran and did not indicate any errors within the wireless network. Nursing staff confirmed that a "no signal" alarm was received at the philips information center (pic).the patient wave review shows no monitoring data (ECG wave forms) for this patient for 39 minutes.health professional's impression: no cardiac monitoring for a single patient for 39 minutes.manufacturer response for transmitter, physiological, telemetry:mfg. Is scheduling resources to visit site and gather data to further assist with the investigation.